Event description:
It was reported that there was oversensing due to potential grommet problem. Device still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is 77 and all counts occurred in the five days since implant. A high value of this count can indicate a possible intermittency in the system.